Event description:
It was reported by repair work order that there was an alleged patient fall and the account claimed that the bed exit was not functioning properly. The technician evaluated the bed and the bed exit functioned to specification. There was patient involvement. There were no adverse consequences or clinically relevant delays in treatment were reported.